Event description:
Initially, the patient contacted the baxter technical service center for assistance to end therapy as the patient was going to the hospital because of an event of peritonitis. On (B)(6)2010, the patient experienced abdominal pain and constipation and was admitted to the hospital. On that same date, a peritoneal effluent analysis and culture were performed. The analysis showed a wbc of 200 cell/mm*3. The culture revealed no growth. An additional peritoneal effluent culture was performed on (B)(6)2010 that also showed no growth. The cause of the peritonitis was unknown. The physician was not convinced that the patient had peritonitis, but the decision was made to treat the patient prophylactically based on the wbc count. Dianeal ambuflex therapy was ongoing. On an unreported date in (B)(6)2010, the patient began vancomycin ip. On (B)(6)2010, the abdominal pain and constipation resolved, and the patient was discharged. In (B)(6)2010, the peritonitis resolved. On (B)(6)2010, the vancomycin was completed. The reporter believed the events were not related to dianeal ambuflex therapy. This is the master complaint for the event of peritonitis.

Event description:
Initially, baxter homecare services contacted product surveillance on (B) (6) 2010 and reported a caregiver (cg) had called and indicated the home patient (hp) was in the hospital for symptoms that are listed on the baxter urgent recall letter. During a follow up call to the cg on (B) (6) 2010, the cg stated the patient had been having symptoms for the past 3 weeks. The patient reportedly felt full and her blood pressure dropped to an unknown level. During a follow up to the caregiver on 02/19/2010, baxter was advised the patient had expired. Additional information was received from global pharmacovigilance on 02/25/2010: gpv was advised on (B) (6) 2010 that the patient was hospitalized due to sleepiness, anorexia and fatigue. The facility nurse indicated she thought the hospitalization was due to complications from guillian-barre which was diagnosed in (B) (6) 2009 and the patient had never fully recovered. The patient was unable to walk after having the guillian-barre. The diagnostic work up was unknown and the treatment provided was unknown. Reportedly, the patient expired on (B) (6) 2010. The cause of death included respiratory failure, shock, sepsis and hypoalbuminemia. It is unknown if an autopsy was performed. The nurse thought that the patient continued on pd therapy until her death, however the nurse did not know if the patient was performing therapy at the time of death. Per the nurse, none of the events were related to peritoneal dialysis (pd) therapy.

Event description:
The facility reported an infusion pump with a malfunction of pump was set to infuse naropin at 100cc at 10cc per hour was suppose to finish in 10 hours it finished in 4 hours 45 min. The event was reported to have occurred during patient therapy where it is unknown if therapy was stopped. The event occurred in the ob area. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.the software version for this device is currently not known.

Manufacturer narrative:
(B) (4). The caregiver has declined to return the device to baxter for evaluation. Due to the caregiver allegation of causality of injury as a result of the homechoice device, this complaint is being reported as a serious injury.

Manufacturer narrative:
(B)(4). The facility nurse advised an autopsy was completed, however the facility has no access to that report. Reportedly, the patient had steven johnson syndrome and the nurse felt that was the cause of the patient's death. The nurse indicated she has no further information to provide.

Manufacturer narrative:
(B)(4).